Event description:
The customer reported via phone call that they had a sensor error alarm with the sensor. The customer also reported the electrode appeared to be shorter when they removed the sensor from their body. Customer's blood glucose was 7.6 mmol/l. The customer agreed to return the sensor for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.